Manufacturer narrative:
It was reported; "the foley balloon disintegrated." Email received by (B)(6), critical care supervisor, (B)(6) hospital who simply states in response to the incident, "a new foley was reinserted and no further treatment was necessary." There was no report of the nurse experiencing issues inflating the balloon or anything unique about the patient or the case that could have motivated the incident. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No sample has been return for evaluation. Without a sample, a root cause will be difficult if not impossible to determine. Due to the reported incident, medical intervention and in an abundance of caution, this med watch is being filed. If any further relevant information is identified or obtained, a supplemental med watch will be submitted.

Event description:
It was reported; "the foley balloon disintegrated." A new foley catheter was reinserted.